Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a dispensed needle-suture combination was returned for analysis. During the visual inspection of needle/suture under magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2018 and suture was used. During use the fixation tab was detached during continuous suturing on the fascia. Further details are not provided. There were no adverse consequences to the patient.